Event description:
Dental assistant reported that an implant failed due to infection.

Manufacturer narrative:
Co was unable to complete an evaluation since this product is not a sulzer calcitek component. It is being returned to the doctor.